Event description:
Pt reviewed because of 1cm leg length discrepancy 3 and a half months post op. Pt complained of discomfort so cup, liner and head revised and double mobility cup implanted after additional reaming medically and cranially. Ref. MFR# 3005180920-2013-00080.